Event description:
The third dcs coil (7mm x 21cm) did not detach. Target lesion: internal carotid artery (segment c2). No detailed information about the lesion. The cordis indeflator for the dcs was found broken, when the third coil was going to be detached. The indeflator was replaced with a new one, but still the coil could not be detached. The third coil was replaced with a new dcs 7mm x 21cm, and it was detached with the second indeflator. The first two coils placed were dcs 8mm x 24cm. It was reported that there was no patient complications.

Manufacturer narrative:
Evaluation summary: one dcs complex fill was returned. The coil was still attached. Based on the analysis of the returned dcs system, the root cause for the reported complaint appears to be the result of a crack in the hub of the unit. There is not enough information available to make a determination regarding procedural factors that may have contributed to the failure of the dcs coil to detach; however, the crack in the hub of the unit appears to be the result of over tightening, but this could not be confirmed. Inspections are in place to prevent damaged dcs systems from leaving the facility. Action was taken to address the issue of dcs hub cracking/leaking.